Event description:
It was reported that when using the bd pyxis¿ es server, patients did not cross over to all stations and customer stated that all stations were set to critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to all the stations. A technical support specialist restarted the inbound processing service and confirmed that messages were flowing. The tss additionally shared the investigation findings, stating that the service was not consuming a high number of resources at the time and that there were no unusual events in the event viewer leading up to the issue. It was possible that a third-party antivirus affected the service. Since the service stopped processing while remaining in a started state and without generating any errors, it indicated that a process within the service may have stalled or crashed. The system functioned as intended after the technical support specialist troubleshot the device.